Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28, lot# va01jef serial#, implanted: (B)(6) 2012, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 12-jul-2016, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient reported they needed to get an MRI so they needed to know what they needed to do to prepare for the scan. Patient services walked the patient through connecting to their ins settings to review MRI mode and MRI compatibility considerations. Upon activating MRI mode, the patient saw "cannot be determined due to abandoned component," with an MRI code of 0131310. Patient stated they'd known about the abandoned component and that their healthcare provider (hcp) had told them that they opted to leave a fragment of a lead behind because they didn't want to try to reach to retrieve the entirety of the lead for fear of causing damage so they'd left the component behind. Patient further explained that the therapy when they first got the implanted system worked wonderfully for them but then they fell down their sister's stairs and went to the ER. The people at the ER had told the patient they had a "pinched nerve or something" and the patient stated they'd forgotten at the time of the fall and the ER visit that they even had the implant so the implant wasn't mentioned. Patient stated for the next week, they were getting shocked every time they moved but then the shocking stopped. Patient stated they assumed the shocking stopped because the battery died. Patient stated a friend/family member had asked them while the shocking was occurring if perhaps it was their implant and the patient stated "of course!" And that they knew that's what it must have been they just had forgotten they had it. Patient stated they thought one of their wires broke off at that point when they fell (that it "snapped") and that led to them having to have the system taken out and a new implanted system placed. Patient services wanted to note that the fragment that was left behind was from the lead that they believed was fractured when they had their fall. Patient indicated it may have been the ins system implanted in 2018 but was uncertain as the fragment left behind was from the patient's very first implanted system. Patient services reviewed the meaning of the patient's MRI mode status and also reviewed with the patient that the MRI labeling had been updated since the patient's MRI mode was programmed and reviewed with the patient to follow up with their hcp to check MRI eligibility status. Patient services reviewed the potential that the fragment could meet the new criteria that could allow the patient's MRI mode to be reprogrammed for a full body scan but noted it was essential for the hcp to assess their eligibility first. Patient to reach out to their hcp and patient services emailed the field to alert them that their assistance might be needed in MRI mode reprogramming. Documented reported event. No further action was taken by patient services. Additional information was received from the patient. The patient called in escalated because the healthcare provider(hcp) evaluated their fragment and told them they met the criteria to be eligible for a full body scan. Patient said MRI mode had been updated to reflect this. Patient said the facility told them they will not do the MRI because the fragment was too close to the system. Reviewed distance requirements. Pss recommended the hcp that evaluated the fragment and tech discuss

Event description:
Additional information was received from the patient. They reported that the hcp was replacing the broken device when they saw the lead and they didn't want to dig it out. As far as the patient was concerned the hcp should have taken it out. No further surgery for now. Patient felt like it doesn't work and they were still up several times a night so they shut the device off. Patient stated they are not taking the device out. Patient stated someone should¿ve explained how the machine worked the first time the health care provider (hcp) adjusted it. Patient stated they were disappointed in the lack of knowledge for them as it worked for the first couple of years and then not.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va01jef, implanted: (B)(6) 2012, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.